Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the electrode belt was intermittently able to communicate with a test monitor. The cause for the failure was isolated to a short in ECG "c". An unused pulse wire in the cable migrated into ECG electrode and caused a short with the blue (+5v) and violet (agnd) wires. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete functional testing.